Event description:
The account alleges that the manifold created an air embolism.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database could not be performed as a lot number was not reported.